Event description:
Clinical study-same case as MDR #6000089-2006-00581 and 6000089-2006-00582. It was reported that 1 year and 359 days following a coronary artery drug eluting stenting treatment procedure the patient died. The physician treated three target lesions in the index procedure. Target lesion one was a severely calcified, 85% stenosed 2.5 x 24mm segment of the proximal left anterior descending (lad) coronary artery. The lesion was predilated using an angioplasty balloon inflated to 3 atmospheres and rotational atherectomy. The physician then deployed a 2.75x28mm taxus express2 drug eluting stent at 14 atmospheres in the proximal lad. Target lesion two was a severely calcified, 90% stenosed 2.5x24mm segment of the mid lad. This lesion was predilated using an angioplasty balloon inflated to 3 atmospheres and rotational atherectomy. The physician then deployed a 2.5x24mm taxus express2 drug eluting stent at 14 atmospheres in the mid lad. Target lad. Target lesion three was a severely calcified, 95% stenosed 2.75x28mm segment of the 1st diagonal (diag) coronary artery. The post procedure stenosis for all three lesions was 0%. The patient was discharged from the hospital four days after the procedure. Medications were aspirin, pravastatin and plavix. One year and 359 days following this procedure the patient died. The cause of death was throat cancer and cirrhosis of the liver. In the opinion of the physician the target vessles were not involved. There was no autopsy performed.